Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the rubber area of the cable that is used to pull the cable in and out of the light source, broke when being pulled while the surgery ended. The cable was used and functioned perfectly throughout the surgery. It broke when being taken for cleaning. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the part was received with a tear on the over-molded strain relief on the etched connector. The part was inspected for the integrity of the attachment of the over-molded metal end to the fiber optic cable upon receipt. This is a manual inspection, but the sample passed. An inspection of the complaint device indicates that the over-molded ends are still well attached to the cable. The inspection also includes a 100 percent visual inspection for cosmetics. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
This is report 1 of 1 for complaint (B)(4).